Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she experienced unspecified symptoms of hypoglycemia requiring treatment with glucogel by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (3mh007a5trd) and reader (mbmz362-j0966) have been returned and investigated. Visual inspection was performed on the returned sensor and reader, no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating storage state). The sensor plug was properly seated and no physical damage is observed on the sensor patch. The isf (interstitial fluid) log was downloaded from the returned reader using approved software. An analysis of the glucose value graph was performed and observed alarms were not displayed when glucose value was outside the threshold range. An alarm functionality test was performed. The reader was activated with a known good sensor and a linearity test was performed. A high & low glucose alarm was successfully activated indication reader was found to be functioning properly. Therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Additionally, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specifications. The review of dhrs (device history review) showed that the fs libre sensor, fs libre sensor kit, and reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. D4 (serial number), (model number) (expiration date) and h4 (device mfg date) have been updated as it was incorrectly documented in the previous initial MDR submission.

Manufacturer narrative:
This serves as a correction report. D4 (serial number), (model number) (expiration date) and h4 (device mfg date) have been updated as it was incorrectly documented in the previous follow up #1 MDR submission.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she experienced unspecified symptoms of hypoglycemia requiring treatment with glucogel by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she experienced unspecified symptoms of hypoglycemia requiring treatment with glucogel by a third party. There was no report of death or permanent injury associated with this event.